Event description:
Philips received a complaint from the customer regarding a v60 device that displayed the alarm ¿vent inoperative 1007 ¿ machine and proximal pressure sensors failed¿ during a pre-use check. The device ceased operating after the alarm occurred. The issue was identified before clinical use, and there was no patient involvement, no harm, and no delay to therapy. During evaluation at the service center, multiple alarms were identified in the device event log, including: vent inoperative 1007 ¿ machine and proximal pressure sensors failed (1007), check vent: machine pressure sensor calibration data error (1106), check vent: proximal pressure sensor calibration data error (1107), check vent: o2 supply pressure sensor calibration data error (1110), check vent: barometer calibration data error (1113), check vent: air flow sensor calibration data error (110e), check vent: o2 flow sensor calibration data error (110f), check vent: ovp circuit failed (1127). The malfunction was corrected by replacing the data acquisition board printed circuit board assembly (pcba). The device was then tested, including functional testing, run-in testing, and overall performance verification per philips standards. The device passed all required performance verification tests and was returned to service. The installed software version was confirmed as 3.20.